Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String completely detach - tampon [device breakage]. Case narrative: consumer reported via e-mail that tampon string completely detached during removal. No serious injury was reported.